Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystourethrocele and post automobile accident. It was reported that the patient underwent bladder sling in 2003. It was reported that the patient underwent abdominoplasty in 2004. It was reported that the patient underwent hysterectomy on (B)(6) 2009.

Manufacturer narrative:
(B)(4).